Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted dark and yellowish appearance on the device. Microscopic inspection showed charred, embedded plastic in the male luer. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink administration set had black particulate matter on the tip. There was no report of patient injury or medical intervention associated with this event.